Event description:
It was reported that during the coiled cable field action on cardiosave intra aortic balloon pump (iabp), fiber optic module alarm was heard when turned on. There was no patient involved.

Manufacturer narrative:
Due to character restrictions in block e1 full event site address is (B)(6). A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The getinge field service engineer (fse) that encountered the fiber optic module alarm issue also found that the units compressor wouldn¿t work, so the fse replaced the scroll compressor, drive manifold assembly, solenoid control board and pneumatic module assembly. Unit ended up requiring a replacement front end board, to be functional. Safety, and functionality checks completed per the service manual and passed to factory specifications. Returned for clinical service upon completion.